Manufacturer narrative:
Unit passed displacement test, basic occlusion test, prime/delivery test, operating currents, self test and off no power. However, unit received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Drive support disk was inspected and no anomaly was noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during rewind. Blood glucose level at the time of the incident was 402 mg/dl, which had not yet been treated. The customer did not recall any significant events leading up to the error alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.